Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was a power on reset error code seen while the patient was trying to recharge his implantable neurostimulator. The patient had charged the weekend prior to the report and was able to recharge successfully. There was no trauma or fall associated with the issue and no recent medical testing or electromagnetic interference noted. After resetting the informational power on reset code, the patient's equipment was working as designed. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.